Manufacturer narrative:
Manufacturer reference number: (B)(4).(B)(4).

Event description:
According to the reporter, during a lobectomy the bag tore apart when surgeon pulled it. There was no patient injury. The patient is stable.